Event description:
It was reported that the patient underwent a revision surgery of the hip due to infection, approximately two (2) months post-op. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 bonemaster ltd acet shl 60g item# 010000707 lot# 6966249; g7 hi-wall e1 liner 36mm g item# 010000937 lot# 7210978. Report source: foreign - australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b4, b5, g3, g6, h1, h2, h6, h10 . There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Given this information, this complaint is not-reportable.